Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had top screen flickering. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site mail), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after checking all the connectors and running the units for hours, the fse could not duplicate the issue. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a